Event description:
During shift check, the autopulse platform sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart). No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed in the archive data and during functional testing at zoll. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Visual inspection revealed that the front enclosure was damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, one of the handles of the front cover was cracked and chipped around one of its screw fittings. This observed physical damage could be due to user mishandling. The front enclosure was replaced to address the issue. The archive data review indicated multiple ua45 advisory messages on the reported event date, confirming the customer's reported complaint. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional evaluation failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to "home" position to remedy the ua45 advisory message. Subsequently, the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). (B)(6) was reported on 12 january 2021, and the driveshaft was adjusted to "home" position to remedy the issue.